Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 400 mg/dl. Customer stated that after completing the process of changing the reservoir and filling tubing, they inserted the cannula into the skin, and then filled the cannula. It has happened to them a number of times already, that they filled the reservoir and tubing, and then inserted the cannula. They forgot to finish the process by doing fill cannula and that was where the problem started. No basal insulin was administered until the cannula was filled and no alerts were sent then their blood sugars went up until the cannula was filled. Customer also stated that there was one short beep every 15 minutes to remind them to fill cannula but that was inadequate when there was no basal and no other alerts. When the battery finished, the alerts were loud and clear, but not when the cannula has not been filled and there was no insulin. Customer stated that insulin delivery suspended advised customer that the occlusion was in the reservoir. The device will not be returned for analysis.